Manufacturer narrative:
MFR's report date : 03/19/2013. Internal file no: (B)(4). Patient information requested and all available information is included. No product will be returned per customer as set was not saved . The customer complaint of leaking connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Pharmacist reported chemo leaked between carefusion set and tevadaptor syringe adaptor closed system device. Cancer patient receiving paclitaxel 100 mg, paclitaxel added to 250 ml bag ns. Infusion given over one hour. Toward end of infusion, noticed leaking from carefusion set/tevadaptor syringe connector interface location, informed rn of chemo dripping to floor. Rn stopped the leak, cleaned up the spill, and no harm to patient or staff occurred. No other issues reported with the infusion. No medical intervention was required. Customer stated that the user did not provide any additional patient/event details.